Manufacturer narrative:
Submit date: 9-jun-2017.

Event description:
According to the reporter, on (B)(6) 2017, during testing, the unit had a blank display. No additional information was provided. No patient involvement was reported. No injury.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of blank display. The unit was triaged and the reported issue was confirmed. The potential root cause was a possibly loose connection to the pcba. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.